Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon wire kinked resulting in the occlusion balloon deflating and the patient having an optical defect. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a balloon catheter and performed pre-dilatation on the vessel. The physician removed the balloon catheter and noticed a kink. The kink in the wire then separated resulting in the occlusion balloon deflating. The debris traveled to a peripheral vessel resulting in the patient suffering an optical defect. The device was removed and replaced with another to complete the case.